Event description:
Pt admitted for spontaneous pneumothorac. Chest drainage unit inserted by general surgeon with > 20 years experience. Original device inserted in 2001 and remove 15 days later after no improvement in condition. Alternate device inserted into chest and pt's condition improved within 24 hrs.